Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 20 g x 1.00 in. (1.1 mm x 25 mm) bd insyte¿ autoguard¿ bc shielded IV catheter was in a patient's left wrist for 26 hours at which time the patient complained about the catheter leaking and a nurse removed it. Upon removal, the catheter separated from the hub and remained in the patients vein. A surgeon was called to remove the catheter.